Event description:
The fe reported intermittent communication failed error messages. This error results in a x-ray being disabled. This resulted in a loss of imaging functionality. System functionality was recoverable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.